Event description:
The customer reported that the system would not perform x-rays outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The generator covers were tightened and the cable and the connections were verified. The system was tested and found to be working as intended and put back into service.